Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation channel on the catheter was blocked after a transurethral resection of the prostate. This was discovered while the patient was in the recovery room. The patient had another catheter inserted, which also became blocked. A third catheter was inserted into the patient. This catheter was a silicone catheter.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample. Three photo samples of two hydrogel coated red rubber irrigation catheters were returned. As all sides of the catheters' tips could not be seen in the photos, it cannot be confirmed if there was a product issue. A potential root cause could be due to "biological deposits". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event would not likely be caused by misuse of the catheter but instead by biological deposits from the patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation channel on the catheter was blocked after a transurethral resection of the prostate. This was discovered while the patient was in the recovery room. The patient had another catheter inserted, which also became blocked. A third catheter was inserted into the patient. This catheter was a silicone catheter. Per additional information received via email on 23 april 2020 from ibc representative, the two probes have the same product identifiers. They were used on the same patient on the same day.